Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered with the returned battery cap that was able to fully tighten. The battery compartment was intact with no visible signs of damage. There were multiple replace battery alarms observed in black box and alarm history. During investigation a replace battery alarm was received on each rewind attempt. All of the power draws could not be viewed as a result of this alarm. The pump case was removed and no evidence of moisture inside pump was found. A visual inspection showed a cold solder connection on the 5 volt motor regulator u12. The unit was fixed and the alarms stopped occuring during the rewind step. Unrelated to the battery life allegation, the display screen was dim and discolored. The audio bolus button cover had a tear in the center but the button was responding normally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.